Event description:
It was reported to MFR that the vns pt was seen for a f/u visit with the psychiatrist as she had been experiencing an increase in depression in the past few months and was no longer feeling the normal voice alteration with stimulation of the device. Both system and normal mode diagnostic tests were performed which revealed high lead impedance, eos status set to no. The physician stated that there was no incident of pt trauma, however, it was noted that the pt has a dog, which jumps up on her chest often. The physician ordered x-rays to assess the continuity of the device, and the radiologists review stated, "the nerve stimulator appears to be appropriately positioned". Further f/u with the physician revealed that the last diagnostic testing was performed in (B) (6) 2008, where the results indicated normal device function. The physician believes that the increase in depression is a result of loss of vns therapy due to the high lead impedance. The device was programmed off when the high lead impedance was observed. Good faith attempts to obtain additional info regarding the plan of care have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Additional information was received that the patient had surgery where only the generator was replaced. The lead was not replaced during the surgery as the surgeon was not able to remove the lead electrodes from the vagal nerve during the time allotted for the surgery. The patient has been rescheduled for a second surgery where the plan is to replace the lead. Surgery has not yet occurred.

Event description:
Additional information was received that the patient had surgery where the problematic lead was replaced. Good faith attempts to obtain the explanted lead for analysis have been made, but have been unsuccessful to date.

Event description:
The explanted lead has been returned to manufacturer where analysis is underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis was completed on the returned lead and a coil break was identified in the positive and negative lead coils. Scanning electron microscopy images of the positive and negative broken coil wires showed that pitting or electro-etching conditions have occurred. Inspection of the negative coil wires shows appearance suggesting that a stress-induced fracture has occurred in two of the quadfilar coil strands. Due to mechanical distortion and metal dissolution the fracture mechanism of the other quadfilar coil wires cannot be determined. Also, an abraded opening through the outer and inner silicone tubing of the negative coil was identified. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing.